Event description:
It was further reported that the physician was unable to re-position the left ventricular (lv) lead without phrenic nerve stimulation. The lv lead was explanted and replaced.

Event description:
It was reported that the left ventricular (lv) lead exhibited no capture at maximum output in every configuration. The patient experienced phrenic nerve/diaphragmatic stimulation. Diagnostic testing and troubleshooting was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead 2010 (B)(6); 6947 lead 2010 (B)(6). (B)(4).